Event description:
The pt was at the dental office to have the lower right second molar extracted. At the time of the injection of the local anesthetic, the needle broke off at the hub and was lost beneath the subcutaneous tissue. A panoramic x-ray was obtained which showed the needle lying in the soft tissue transversely at the level of the lingula. On examination it was not possible to palpate the needle tip and the dentist felt removal would require general anesthesia. Consequently, later that evening under general anesthesia as an outpatient at akron general medical center the needle was located and removed.